Event description:
Approximately one week post placement of an acumed 4.5 olecranon threaded compression rod, post operation x-rays show that the olecranon rod has started to back out of the bone and pushing on the patient's skin. The rod is still implanted in the patient at this time.